Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs). Approximately five days after start of the support, the pump became malpositioned. The physicians attempted to reposition back across the valve but was unsuccessful. The patient remained hemodynamically stable on inotropes. The decision was made to explant the device in the operating room which was successfully completed with no adverse effects thereafter.